Event description:
There was no patient involved in this event. This device was malfunctioned, as the device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2011 and performed to specification up to the 12th january 2014. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2014. The pad-pak became depleted during this time. A further pad-pak was installed and multiple manual power ups of 10 minutes duration were again recorded in the history log between the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use. (B)(4).